Event description:
44 year old male undergoing a radiofrequency ablation. The c-arm bolt snapped. The c-arm went from an ap projection to a lateral position. The pt received no injuries. The procedure was aborted, the pt's heart was paced out of atrial flutter into normal sinus rhythm, he remained in normal sinus rhythm and was discharged to home the following day.